Manufacturer narrative:
Philips service reconnected the geo module cable and rebooted the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that the emergency stop button was active, and the system was unable to clear the message on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.